Manufacturer narrative:
Product complaint (B)(4) depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: d2b.: additional pro-code: hsb investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable h3, h4, h6: device history lot manufacturing location: elmira / packaged, sterilized and released by: monument manufacturing date: 11-apr-2022 expiration date: 01-apr-2032 part number: 04.038.390s, tfna fenestrated helical blade 90mm -sterile lot number: 760p083 (sterile) lot quantity: (B)(4) note: helical blade was manufactured by elmira; lot numbers 743p532 qty (B)(4) and 743p534 qty (B)(4) . Parts were packaged, sterilized and released by monument. Production order traveler met all inspection acceptance criteria. Packaging label log (pll) lmd rev ac was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn (B)(6) supplied by (B)(4) was reviewed and determined to be conforming. This lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device history review 28-jun-2024: DHR reviewed. This lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, the patient underwent an orif surgery with tfna implants and cement for the femoral trochanteric area. After the surgery, a revision surgery via tha has been scheduled for (B)(6) 2024 at another hospital. Details are unknown at this point. No further information is available at this time. This report is for one (1) tfna fenestrated helical blade 90mm - sterile this is report 2 of 5 for complaint (B)(4).